Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2016, an fse visited the customer to address the reported event. During servicing, fse was able to replace the uptake check valve to correct erratic retention times. Fse calibrated the instrument and ran controls with acceptable results. Fse also ran several patient samples without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the check valve.

Event description:
On (B)(6) 2016, a customer reported getting poo peaks on patient samples and long retention times with their g8 analyzer. The analyzer had recently been serviced for the same issue and the customer believed the analyzer was operational. However, to resolve the issue, the customer tried changing the flow rate but they continued to get long retention times. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.